Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that emergency medical services were called for the high blood glucose. The customer's blood glucose was 529 mg/dl at the time of the call. The customer's blood glucose was 493 mg/dl at the end of call. The customer stated that she gave herself insulin through bolus prior to the emergency medical services were called. The customer was passing out at the time of call. The insulin pump will not be returned for analysis.